Event description:
Upon the attempted firing of the ethicon endo surgery stapler per MFR's procedure, dr carter met resistance and noted that the cartridge did not release all of the staples. A subsequent "like" cartridge was utilized without issue. FDA safety report ID# (B)(4).